Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest, the device was unable to obtain an ECG signal with pads attached. Clinician changed from pads to 3 lead cable, and the device failed to pace or discharge after one successful defibrillation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.